Event description:
Pt reported after injection in an unspecified location with a unspecified juvederm product, they developed edema, a "huge allergy" over the entire face, and "balls at the injection" sites. Pt further noted that "the product has not been absorbed or even diffuse into my skin" and they feel they are disfigured. Approximately one month after injection the pt was treated with "cortisone" and proceeded to utilize "extranase".

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or pt details are not attainable. The events of an allergic reaction, swelling, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.